Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department on (B)(6) 2025 that a m31 air detected in cassette warning occurred dwell 4 of 4, while patient was connected during incident. Fluid was seen all over the floor. Fluid was not discovered in the pump module area and fluid was not discovered on the external part of the cassette. Fluid leaked from unknown. The film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2025 the patient stated that during their dwell 4 of 4 the cycler alarmed with the air detected in the cassette. Per patient they contacted technical support and was assisted with cancelling the treatment and did a manual drain. The patient stated that they could not figure out where exactly the leak was coming from as they checked all the connections and lines. Per patient they noticed fluid on the floor, but no fluid inside the cycler or any of the connections. The patient stated that they checked both the fresenius solution bags and the baxter bag and they were all empty at the time. The patient stated that they use the baxter bag for their last fill. The patient stated that they did not know what caused the leak and confirmed that there were no known delivery issues or damage to the delivery box or solution bags. It was unknown if there were any holes. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete treatment on the day of the reported event and did a manual drain. The samples are available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to the technical service department on (B)(6) 2025 that a m31 air detected in cassette warning occurred dwell 4 of 4, while patient was connected during incident. Fluid was seen all over the floor. Fluid was not discovered in the pump module area and fluid was not discovered on the external part of the cassette. Fluid leaked from unknown. The film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2025 the patient stated that during their dwell 4 of 4 the cycler alarmed with the air detected in the cassette. Per patient they contacted technical support and was assisted with cancelling the treatment and did a manual drain. The patient stated that they could not figure out where exactly the leak was coming from as they checked all the connections and lines. Per patient they noticed fluid on the floor, but no fluid inside the cycler or any of the connections. The patient stated that they checked both the fresenius solution bags and the baxter bag and they were all empty at the time. The patient stated that they use the baxter bag for their last fill. The patient stated that they did not know what caused the leak and confirmed that there were no known delivery issues or damage to the delivery box or solution bags. It was unknown if there were any holes. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete treatment on the day of the reported event and did a manual drain. The samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 reynosa received on 06/12/2025 1ea complaint product sample from the customer with the original package and label identified. The complaint product sample was disinfected, as the complaint product sample was being disinfected and prepared for analysis, no leak, kink or any damage was found, the set was in the expected condition. The complaint product sample was visually inspected according during the inspection no problems were found in the product, no damages on the line, tears on the cassette nor other problem was found. The cassette set was on the expected condition. A functional test was performed to the complaint product samples with the cycler machine. Cycler machine used lc111021. During functional test no air bubbles, alarms, leaks or other issues were detected, after completed the test the cassette was removed from cycler and no moisture were found. The test was completed successfully. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The number of complaints per lot for the assigned symptom code was reviewed and it was determined that does not exceed the number to trigger (10) a quality event. The failure mode identified is ¿unknown¿ due to according the complaint product sample the alleged failure modes could not be confirmed since there were no issues during the analysis.